Event description:
The patient reported through a social media post that although his seizures were shorter and less severe with the vns, his seizures became much more frequent with the vns. Soon after, the patient posted again and said that the vns really hadn't helped him much. He still had seizures, possibly more frequently than before he was implanted. But he did recover much more quickly from the seizures with the vns. No further relevant information has been received to date.